Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message displayed during aspiration. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure for st-elevation myocardial infarction (stemi) treatment. Aspiration was initiated inside the body. However, halfway through the procedure, aspiration quit and an error message was displayed to re-prime the device. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of spiroflex thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure for st-elevation myocardial infarction (stemi) treatment. Aspiration was initiated inside the body. However, halfway through the procedure, aspiration quit and an error message was displayed to re-prime the device. The procedure was completed with a different device. There were no patient complications reported.